Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while in the stomach, the second reload was inserted into the handle then to the patient's cavity, the green button was pressed and handle was squeezed but the stapler did not fire. Checked if the reload was properly mounted by opening and closing the stapler. The stapler was replaced to resolve the issue. There was no patient injury.